Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that the pump was exposed to insulin. The customer stated that the insulin leaked out of the reservoir. The customer was assisted in performing self-test and passed. The customer was advised to monitor pump. The customer is changing out her set. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was advised of the two big high blood glucose rules.